Manufacturer narrative:
\ Evaluation summary: the handpiece was returned for evaluation. Visually, the handpieces connector cap was detached from the handpiece. No further visual issues observed. Functional testing was performed on the returned handpiece to test for nonconformity. The handpiece however was found to be higher than specification for the ground resistance test. When measuring ground resistance on an aged handpiece, it is often difficult to ensure proper contact for accurate measurement of the ground resistance. However, a ground resistance that is higher should not cause any patient risk. A flow test was performed to test the irrigation and aspiration lines of the handpiece in which the handpiece was found to meet specifications. The handpiece was then connected to a calibrated system in which it was able to prime and tune. A stroke test was performed to check the ultrasound and torsional stroke lengths and both were found to meet per specification. The phaco handpiece was found to meet specification. Therefore, the root cause cannot be determined conclusively.

Event description:
A customer reported that a handpiece did not give any vacuum. No further details were provided. Additional information has been requested with no response to date.

Manufacturer narrative:
Evaluation summary: no further information was able to be obtained from this customer. The product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).